Manufacturer narrative:
(B)(4). Additional information received: was there any adverse consequence for the patient (as the complaint report says there was an injury): no; the event description says the clip would not hold. Was it discovered that the clip would not hold during this same procedure: yes; or was the discovery of the clip not holding made after this procedure was completed: during; was there any change to the procedure or post-op patient care: no; if the clip not holding was discovered during the procedure, how was the procedure completed: got another stapler; if the discovery of the clip not holding was made after the procedure, was there a re-operation of the patient due to the clip not holding: no; if no re-operation occurred, how was the patient "treated" for the issue of the clip not holding: no treatment; what is the patient's current status: stable, no issues.

Event description:
It was reported that during an unknown procedure, the device did not perform as expected, clip would not hold. It is known if there was any patient consequence. It is unknown how the case was completed.